Manufacturer narrative:
Reported event is confirmed. Customer complaint of the during the surgery the clamp is broken was confirmed. The returned used device, item smi-02ap was evaluated and confirms the reported problem and found the lower jaw is broken off and was not returned for the evaluation. The service history was reviewed, and nothing was found. A device history review will not be conducted as the device has been in the field more than 12 months. (B)(4). Per the instructions for use, the user is advised the following: prior to use, inspect the instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the smi-02ap device was being used during a shoulder arthroscopy procedure on (B)(6) 2021 when it was reported that the clamp broke. After further assessment, it was found that the clamp was retrieved from the surgical site. There was no impact or injury to the male patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the smi-02ap device was being used during a shoulder arthroscopy procedure on (B)(6) 2021 when it was reported that the clamp broke. After further assessment, it was found that the clamp was retrieved from the surgical site. There was no impact or injury to the male patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.